Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was report intermittent occlusion alarms occurred. The customer went to the emergency room (ER) with a blood glucose level that read "high", a specific value was not provided, with moderate ketones. The customer attempted to self-treat with a supply change, but was treated intravenously with fluids of saline and insulin in the ER. The customer was released on with no permanent damage on (B)(6) 2024. A systems check with tandem technical support verified the pump was functioning as intended.